Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a backlight issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the meter issue began at 7am on (B)(6) 2017. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time later they developed the symptom of ¿sweating¿; a symptom which they associated with hypoglycemia. In response to this symptom the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca was unable to resolve the issue by replacing the meter batteries. This was not the first time that the meter had been used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after being unable to obtain actionable blood glucose results with the subject meter.